Event description:
It was reported that impedance measurements on the device revealed high impedances. It was noted that pairs of electrodes had impedance values of greater than 40,000 ohms. It was further noted that the extensions were disconnected from the leads, the battery site was wiped down, and the system was re-connected twice. The patient outcome was provided as "unknown." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3389s-40, lot# v959668, implanted: (B)(6) 2012. Product type: lead: product ID 3389s-40, lot# v959668, implanted: (B)(6) 2012. Product type: lead. (B)(4).